Manufacturer narrative:
The pump was received with a missing display window cover and a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the display was only blinking white with a beep. Customer blood glucose level was unknown at the time of incident. Customer was able to performed self test and the self test was failed. Customer was advised to discontinue use of the pump and revert to backup plan per hcp's instructions. The insulin pump will be returned for analysis.